Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the outer insulation is cut at 58.7cm and the proximal conductor is stretched/distorted at that location.

Event description:
It was reported that the patient presented to the emergency department and a remote transmission indicated that the right ventricular (rv) lead triggered an impedance warning for fluctuating impedance one day post implant. In addition, the lead was undersensing the r waves and was not capturing. A lead dislodgment and perforation were confirmed. The lead was explanted and was not replaced. No further patient complications have been reported as a result of this event.